Event description:
It was reported that the patient underwent tmj replacement surgery approximately one and a half years ago. Subsequently, the patient will be revised due to dislocation of the joint and will receive new custom implants. No revision procedure has been reported to date. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6a: if implanted, give date - (B)(6) 2022 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The design of the device was reviewed by the design vendor. Review of the DHR showed that the scan sent by the customer was outside of the 6-month requirement. The scan was taken on 17 mar 2021, design case was initiated 14 mar 2022. The customer was aware of the age of the scan and notified the design vendor on 16 mar 2022 that a new scan would not be provided. The risk with a scan that is greater than six months old is that the patient anatomy could change, which could cause any manufactured device to not fit as intended. Per the DHR review all parts were designed and manufactured to 3ds specifications. Case tmjpm-3751 is being revised under tmjpm-4495 and pre-operative scans for tmjpm-3751 and pre-operative scans for tmjpm-4495 were overlayed to compare the planned vs actual of the implants and patient anatomy. When comparing the planned vs the actual position, the scans show the fossa and mandible implants are slightly different than planned. The patient's anatomy was also reviewed for planned vs actual, and it shows that the patients upper dentition is more inferior than was planned and the lower dentition is more superior than planned. There are multiple factors that may have contributed to the patient's mandible dislocating; however, no definitive root cause can be determined. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.